Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, there was a partial fire during the second stapler fire with a green sureform 45 reload on rectum tissue. According to the surgeon, there was an error message stating ¿too thick to continue¿ during the event. There were no obstructions or hard material encountered in the stapler jaws, but the tissue was previously exposed to chemotherapy and radiation. There were no malformed staples observed. A third-party stapler instrument with a third-party black reload was then used and the procedure was completed as planned. The staple line along the anastomosis were inspected and there was no staple line defect seen. A leak test performed during the procedure did not reveal any leaks. It is unknown if there were any retained staples in the da vinci stapler reloads used. After the procedure (unknown on what post-operative day), the patient had an abscess due to a minor leak and underwent a transanal drainage of the abscess. The location of the leak was not provided by the surgeon. The surgeon was also unable to identify if the leak was related to the use of the da vinci stapler instrument/reload(s) or 3rd party stapler instrument/reload. According to the surgeon, the causality of the leak is unclear, but the stapler is suspected as the cause of the leak. The stapler reloads have been discarded and are not available for analysis. The medical history of the patient was enquired but not provided.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported operative complication cannot be determined as the stapler reloads were discarded by the site and are not available for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: logs show that a sureform 45 stapler instrument (part #480445-04, lot #l91210308-0016) was installed twice and fired two reloads (both green). The first firing was completed per the logs with 1-2 pauses for compression. The second firing resulted in a ¿tissue too thick to continue¿ firing failure at 28% completion after 1 pause. Each of the installs had 1 incomplete clamp prior to successful completion of a clamp. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted low anterior resection procedure, a staple line leak was identified. Although the surgeon confirmed that the staple line was intact and a leak test done during the procedure was normal, the surgeon is unable to confirm if the post-operative leak was caused by a da vinci stapler, a 3rd party stapler, surgical technique to construct the anastomosis, and/or the patient's history of radiation treatment, . At this time, it is unknown what caused the event to occur. The leak caused an abscess which subsequently required a trans-anal drainage.